Event description:
Reportable based on product analysis completed (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, crossing difficulty occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery. The 4.0 mm/1.5 cm/140 cm small peripheral cutting balloon was used for the first dilatation successfully and then on the second inflation, the device could not cross. The procedure was completed with another same device. No patient complications were reported and the patient's status is good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the catheter was returned in two sections as a result of a break in the hypotube 77.2 cm from the strain relief. The midshaft was kinked 25 and 25.5 cm from the tip. This type of damage is consistent with applied force used during the procedure. There was no issue with the balloon or blades. All blades were present and fully bonded to the balloon. No issues were noted with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).